Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the endoscopic image of the subject device was not displayed due to a damaged ccd imaging unit. The following additional information was reported on may 4, 2021: during the preparation for use of hysterectomy, the user connected the subject device and the endoscopic image was not displayed. The user replaced the subject device and the laparoscopy system with another system to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - based upon the information from the olympus local service department, the reported phenomenon was occurred due to a failure of the ccd unit. - since this device has exceeded the product's service life, it is considered that the ccd unit has failed due to aged deterioration.